Event description:
It is reported by the pt's attorney that, the pt underwent total left knee surgery in 2003. Post-op, the patella component fractured on the left knee. As a result, in 2005, the pt's left knee was revised.

Manufacturer narrative:
Evaluation summary: probable cause cannot be determined. Evaluation codes: no product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.